Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the partner: "customer complained of tightness test failing multiple times."

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The customer reported repeated failures of the tightness test on the day of the event. Prior to this, multiple alarms indicating exhalation obstruction had been observed. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. The root cause of the event was deemed to be a defective expiratory valve. After replacing the expiratory valve, the device was found to be functional and was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description from the partner: "customer complained of tightness test failing multiple times."